Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right ventricular (rv) lead was difficult to remove from the implantable cardioverter defibrillator (ICD) header. The physician used additional force to ultimately remove the lead. The ICD was explanted and replaced. The patient condition was stable throughout the procedure.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) lead was difficult to remove from the implantable cardioverter defibrillator (ICD) header. The physician used additional force to remove the lead. The ICD was explanted and replaced. The patient condition was stable throughout the procedure.

Manufacturer narrative:
Correction: section d4 - the correct serial number is (B)(6), rather than (B)(6). Correction section b5 - the lead that was difficult to remove from the ICD header was actually the right atrial (ra) lead and not the right ventricular (rv) lead.

Manufacturer narrative:
Correction: section h6 - the coding should have included "difficult to remove" and "prolonged surgery" instead of "no apparent adverse event" and "no health consequences or impact."